Manufacturer narrative:
There were no devices of the same lot as the complaint sample remaining in inventory for analysis. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition.

Event description:
The physician assistant notified the manufacturer that they encountered an issue using the lacrimal balloon catheter during use. She stated the device "wasn't working properly" and had to use another one. Follow-up attempts to receive detailed information regarding the "wasn't working properly" statement were not successful. There were no patient complications reported as a result of the alleged issue. The device was returned to the manufacturer for analysis.